Manufacturer narrative:
The information in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in the (B)(6). (B)(4). Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. Conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use for the fusion lithotripsy extraction basket direct the user to introduce the device into the endoscope accessory channel and with the elevator open, advance the basket in short increments until endoscopically visualized exiting the endoscope. If the elevator was in the closed position during advancement of the basket catheter through the endoscope, this could cause damage to the orange shrink tube at the distal end of the extraction basket. Prior to distribution, all fusion lithotripsy extraction baskets are subjected to a visual inspection to ensure device integrity. The visual inspection includes verification that all lots are free from tears. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time, because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. Customer quality assurance will continue to monitor for complaints trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy fusion lithotripsy extraction basket. The physician cannulated the bile duct with the basket. The basket was opened and the stone was captured. The basket slipped off the stone during removal from the duct. As the basket exited the ampulla (entry way to bile duct), the physician observed that the orange shrink tube at the distal end exhibited a split. Another device was used to complete the procedure. The information provided with this report indicates the ampulla was not damaged due to this observation. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.